Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the atw35 anvil dislodged and could not open the device after firing (could finally remove it from the pt). A new device was used to complete the case. There was no consequence to the pt.